Event description:
It was reported there was a problem with the touch screen on the control module. It continuously prints the same letter. The unit was also sent for ex upgrade. It was not noted if the touch screen problem occurred during a case. No pt consequence reported.

Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the inquiry info received visual and functional examination, the unit was found to require; replace defective uniboard, reroute vacuum pump power cable, perform vacuum pump tubing modification, and completed ex upgrade. After servicing the unit passed all qa functional testing. The database was reviewed and no prior servicing history was found, therefore no service history review could be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.